Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the gum microtip toothbrush and the bristles started to peel off the head after 15 days of usage.